Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694765, implantable defib lead, (B)(6) 2006; 407652, implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing therapy and the device detection logic was in question. The device remains in use. No patient complications have been reported as a result of this event.